Event description:
Pt went to clinic to have pheresis catheter placed. The catheter was placed on 11/4/97. On 11/5/97, the pt went in for chemotherapy. The pt had some abnormal liver enzyme test and the clinic did a cat scan. While the pt was in cat scan, they injected contrast medium into the white catheter lumen. The physician then noted that the catheter fractured. Later the physician told the nurse that he thought the white catheter lumen could not handle that much pressure; therefore, the end result was for the catheter to be explanted. No further details were provided at this time.